Event description:
A medtronic representative reported that, while in a spine procedure, the solera screwdriver was bending and causing inaccuracy. No specific measurement was provided. The navigation system was accurate with every other instrument used. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect device not returned to manufacturer for evaluation.

Manufacturer narrative:
Patient ID not provided by site, age, weight and sex provided. The amount of inaccuracy was reported to a be "a couple of millimeters." The surgeon used another navigated driver to place the screws instead, so there was no impact to the patient. Lot # now provided. Mfg date now provided.